Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2009 - patient underwent a total abdominal hysterectomy, burch sacrocolpopexy and a posterior repair with implant of a bard/davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the previous report. This supplemental MDR is being sent due to additional information received. Additional medical records indicate that the patient underwent a revision procedure approximately 5 years after the implant of the original davol flat mesh. Based on the information provided, there was no mention of the previously implanted bard flat mesh being visualized or manipulated during the procedure. While there was no direct indication of the bard flat mesh being visualized or manipulated in the 2014 procedure, it was alleged the patient experienced a prolapse and therefore the (B)(6) 2014 date is being used as a date of event. The attorney's legal claim alleges the patient experienced pain, infection, recurrence and dyspareunia. In regards to the allegation of infection, the medical records provided to date do not mention any type of infection experienced by the patient. Infection is listed in the warning section of the instructions-for-use. The warning section states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2009 - the patient was diagnosed with uterine prolapse, bladder prolapse and rectocele. The patient underwent a total abdominal hysterectomy, abdominal sacral colpopexy with bard flat mesh, burch retropubic urethropexy, posterior repair and perineoplasty. On (B)(6) 2014 - the patient was diagnosed with a cystocele, rectocele, enterocele, stress urinary incontinence and urinary frequency. Operative dictation notes placement of a non-bard davol mid urethral sling. There was no mention of any visualization or manipulation of the previously implanted bard flat mesh. The attorney's legal claim alleges the patient experienced pain, infection, urinary problems, recurrence and dyspareunia.